Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: late hybrid retrieval of a embolized left atrial appendage occlusion device b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "late hybrid retrieval of a embolized left atrial appendage occlusion device", was reviewed. The article presented a case study of a 72-year-old patient with a history of atrial fibrillation. A 25mm amplatzer amulet left atrial appendage occluder was selected for implant on an unknown date for a left atrial appendage closure. The device was implanted. Three weeks post-procedure a direct current cardioversion was performed for atrial fibrillation. On an unknown date the patient experienced a stroke, resulting in transient dysarthria and right-handed weakness. Computed tomography (CT) showed the device lodged across the left subclavian artery ostium in the transverse aortic arch. Attempts were made to snare and remove the device but were unsuccessful. The device was withdrawn to the right common iliac artery, where evolving limb ischemia prompted conversion to cardiac surgery to explant the device. Upon removal of the device, tissue ingrowth was observed to be present on the occluder. The patient was transferred to the intensive care unit (ICU) and made an uneventful recovery. [The primary and corresponding author was john birrane, st james¿s hospital, james¿s street, dublin d08 nhy1, ireland, with corresponding e-mail: johnbirrane90@gmail.com.]